Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 4.1-5.0cm from the distal end of the svc shock coil. Internal insulation abrasion under the svc shock coil was noted at 7.2-8.3cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. (B)(4). (B)(6).